Manufacturer narrative:
The integra 400 plus analyzer serial number was (B)(6).

Event description:
The initial reporter complained of low results for an unspecified number of patent samples tested for sodium electrode (na) on a cobas integra 400 plus analyzer. An example of discrepant results was provided for 1 patient sample. The result from the integra 400 plus analyzer was 133 mmol/l. The result from the customer's cobas 6000 system was 140 mmol/l.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.